Event description:
The device was implanted on an unspecified date. Reportedly, the catheter tore and leaked. The surgeon removed the port on june 9, 1997 and replaced it with another one. The hospital reported the patient's status is satisfactorily.